Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
It was reported that a microclave clear connector cracked and generated a leak during patient use. The reporter stated, "the connector has a crack of about 0.5mm leaking fluid". The reporter further stated "using process: on (B)(6), 2023, the connector was cracked and leaked, and the product was replaced immediately. There was no patient harm reported.